Manufacturer narrative:
Concomitant: product ID 97740, serial# (B)(4), product type programmer, patient. Product ID 97754, serial# (B)(4), product type recharger. Product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. Product ID 977a260, serial# (B)(4), implanted: 2014-(B)(6), product type lead. (B)(4).

Event description:
It was reported the patient saw the health care provider (hcp) and was told everything was okay. The patient noted there was still some swelling at the implant site. The patient was able to get full coupling and was to finish charging his implant. This resolved the reported issue. It was later reported that during the patient¿s first time charging his implantable neurostimulator (ins) got hot. The patient experienced a warm sensation in or around the ins pocket during recharging. The ins battery depleted and turned off the day of this report. After charging the ins for two hours, the implant got hot. The patient was using a spacer. There was no message displayed on the insr that the antenna was too hot. It was noted the patient did not mention this to the hcp. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.